Event description:
Uses a cane [cane user] occasional swelling in her ankles [ankle swelling] constant pain with occasional swelling in her ankle [pain ankle] constant pain with occasional swelling in her knees [knee pain] occasional swelling in her knees [swelling of knees]. Case narrative: initial information received on 26-jun-2019 regarding an unsolicited valid serious case received from the patient from united states. This case involves a 96 years old female patient who experienced uses a cane, constant pain with occasional swelling in her knees and occasional swelling in her knees, constant pain with occasional swelling in her ankle and occasional swelling in her ankles after she used the medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown) the patient's past medical history included right knee replacement in (B)(6) 2006. Her past medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient had synvisc shots forever and had worked very well. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at dosage of 2 ml for weekly basis via intra-articular route (lot-unknown; information on batch number requested) for osteoarthritis. On the unknown date, patient had constant pain with swelling in her knees and ankles. She used a cane when went outside of the house. This event of uses a cane was assessed as serious due the seriousness criteria of disability. Action taken: not applicable for all the events. Corrective treatment: not reported for all the events. Outcome: unknown for all the events a product technical complaint was initiated for hylan g-f 20, sodium hyaluronate (lot: unknown) on 17-jul-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was 17-jul-2019. Additional information was received on 17-jul-2019. Global ptc number and ptc results were received and text was amended accordingly.

Event description:
Uses a cane [cane user], occasional swelling in her ankles [ankle swelling], constant pain with occasional swelling in her ankle [pain ankle] / [knee pain], occasional swelling in her knees [swelling of knees]. Case narrative: initial information received on 26-jun-2019 regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) female patient who experienced uses a cane, constant pain with occasional swelling in her knees and occasional swelling in her knees, constant pain with occasional swelling in her ankle and occasional swelling in her ankles after she used the medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown) the patient's past medical history included right knee replacement in (B)(6) 2006. Her past medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient had synvisc shots forever and had worked very well. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at dosage of 2 ml for weekly basis via intra-articular route (lot-unknown; information on batch number requested) for osteoarthritis. On the unknown date, patient had constant pain with swelling in her knees and ankles. She used a cane when went outside of the house. This event of uses a cane was assessed as serious due the seriousness criteria of disability. Final diagnosis was occasional swelling in her knees, constant pain with occasional swelling in her knees, occasional swelling in her ankles, constant pain with occasional swelling in her ankle and uses a cane. Action taken: not applicable for all the events. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A product technical complaint was initiated, and results were pending for same.